Manufacturer narrative:
This report is submitted on 14 april 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was placed under general anaesthesia on (B)(6) 2019 to remove abutment and excise skin at site. The implanted device remains.